Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Customer reports revision surgery product biolox delta after 18 months from initial surgery. During surgery revision physician found damaged of product. Update (B)(6) 2013: additional info from affiliate: 'consequence of mechanical ceramic head compression on the ceramic linear.' (B)(6) 2014 reopened ceramtec report received. (B)(6) 2014 complaint admin have product to archive.

Manufacturer narrative:
Examination of the reported devices by the manufacturing supplier confirms material fracture. The density of the insert was analysed and found to be complying with the delivery specification for biolox®delta components. The microstructures as obtained from the quality documents of both parts accomplish the requirements as specified at the time of production, too. There are no indications of any pre-existing material defect. Review of device history records and/or a search of the complaints databases was not possible as the necessary product/lot code was not provided. Primary regular metal transfer can not be found on the provided fragments of the insert. This indicates an insufficient or misaligned fixation of the insert in the metal shell. Due to the high amount of missing fragments from the taper region the primary metal transfer can not be evaluated sufficiently. A lack of fixation leading to a misaligned position or a misaligned position of the insert from the beginning, causing a local stress rising is the potential reason for the fracture of the insert. Product contribution to the reported event has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.